Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient receiving m31 air detected in cassette messages on drain 0 of 4 of treatment. The patient said they thought this was very incorrect and stated they end on a fill of 50 ml and did not do any daytime exchanges. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. The patient could perform continuous ambulatory peritoneal dialysis (capd) and was to perform manuals. The cycler was replaced. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated the patient was new to dialysis and prescription included 4 cycles, 3000ml fill volumes, last fill volume 2000ml, and one daytime exchange of 2500ml. The pdrn stated the patient did not report the event to their pdrn or to the on-call nurse, and that they were only aware the cycler was being replaced due to the m31 air detected in cassette alarm. A review of the patient¿s treatment records identified that the patient drained 8118ml during drain 0 of the treatment. This drain volume is 271% the patient's largest prescribed fill volume of 3000 ml. The pdrn reviewed the patient's treatment data downloaded from the iq drive and saw there was a net ultrafiltration of 7618ml. The pdrn was unable to pull up the patient's treatment history during the call. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) pending delivery of the replacement cycler. The patient has received a new cycler and continued with pd therapy using the cycler upon receipt. The cycler was reported to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient receiving m31 air detected in cassette messages on drain 0 of 4 of treatment. The patient said they thought this was very incorrect and stated they end on a fill of 50 ml and did not do any daytime exchanges. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. The patient could perform continuous ambulatory peritoneal dialysis (capd) and was to perform manuals. The cycler was replaced. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated the patient was new to dialysis and prescription included 4 cycles, 3000ml fill volumes, last fill volume 2000ml, and one daytime exchange of 2500ml. The pdrn stated the patient did not report the event to their pdrn or to the on-call nurse, and that they were only aware the cycler was being replaced due to the m31 air detected in cassette alarm. A review of the patient¿s treatment records identified that the patient drained 8118ml during drain 0 of the treatment. This drain volume is 271% the patient's largest prescribed fill volume of 3000 ml. The pdrn reviewed the patient's treatment data downloaded from the iq drive and saw there was a net ultrafiltration of 7618ml. The pdrn was unable to pull up the patient's treatment history during the call. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) pending delivery of the replacement cycler. The patient has received a new cycler and continued with pd therapy using the cycler upon receipt. The cycler was reported to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.